Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a (B)(4) result and informed the ordering physician on (B)(6) 2018. (B)(4): the investigation identified a (B)(4) result in the right coronary artery (rca). This was due to analyst error; when corrected, the reassessment of the analysis showed a decrease in the distal ffrct value from 0.89 to 0.72. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a (B)(4) result.

Manufacturer narrative:
The purpose of this follow-up report is to document heartflow was able to confirm with the ordering physician that the reassessment of the analysis was reviewed, and that the patient did not sustain any adverse outcome.